Event description:
It was reported that a lead warning and a lead integrity alert had triggered for the right ventricular (rv) lead and that the lead exhibited high pacing impedance and high thresholds. There were several episodes with non-physiologic noise and high sic count. It was noted that the lead issues are the result of the patient falling and hitting their the left shoulder area. The tachy therapies for the rv lead were deactivated and the lead remains in use. No further patient complications have been reported as a result of this event.